Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. The user was instructed in the user guide to manually confirm, or reset, the time and date. It is likely that the user may have inadvertently entered an incorrect time/date or confirmed the default settings. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: there was no time/date reset observed in the black box history. The black box showed that on (B)(6) 2014 at 09:21 a loss of prime associated with the pump not being primed after a rewind; deliveries resumed (B)(6) 2014 at 06:51. On (B)(6) 2014 at 14:03 an unexplained loss of prime occurred; deliveries resumed (B)(6) 2014 at 23:05. The pump was exercised for 24 hours with the returned battery cap and returned cartridge cap. After 24hrs the battery was removed for approximately 24hrs; when the battery was reinserted the time/date did not reset to the default setting. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 700 mg/dl with symptoms of diabetic ketoacidosis, chest pain, shortness of breath, confusion, increased urination/thirst, abdominal pain, drowsiness, nausea and vomiting. It was reported that the patient was treated with intravenous fluids by medical personnel at the emergency room. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Review of time and date setting determined that the time/date was reset to factory default settings upon removal of the primary battery for less than 24 hours. This report is made based on the allegation that the patient experienced hyperglycemia which may have been contributed to by incorrect programming of the time and date after a battery change.